Event description:
Procedure type: bilateral tonsillectomy and adenoidectomy. According to the reporter: needle broke right at the tip of the suture end. Surgeon attempted several times to retrieve needle but failed despite c-arm guidance and maxillofacial surgeon's help. Needle is still embedded on the pt's left lateral tonsillar bed.